Event description:
In 1986 pt had a "colonostomy" and therapy for cancer. Since then pt has had nerve pain at the bottom of spine. Pt has received two treatments of radio frequency thermal coagulation. Pt says this decie is a needle that's inserted into the skin and intended to destroy the nerve with the heat generated by the radio frequency. Both times pt has had problems with wounds that do not heal, the wounds developed at the site of the treatment. After the first treatment pt had an ulcer that lasted for a month. Pt was treated by dr. Pt is now being treated for a wound ("ulcer") that has not healed, since the second treatment a year later. The wound developed about a week after the treatment. Primary care physicia was the one who suggested pt go to dr. Identifies herself as a "pain cnsultant."